Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any hemorrhage? No hemorrhage. Please advice how many blood did the patient lost? Na. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that, during a childbirth by cesarean, the wire pulled off during the closure of the uterus. A detached needle and a suture of product code jv525, lot # qgbdxgr0 was received for evaluation. During the visual inspection of needle, the swage area was observed with cracked barrel and due to this condition the pull off during the closure. In addition, marks and body fluids could be observed. The cracked barrel defect and has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any hemorrhage? If yes, please advice how many blood did the patient lost?

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the suture during the closure of the uterus. The device was change, risk of hemorrhage no adverse patient consequences were reported. Additional information was requested.